Event description:
The entire health system first recognized an issue with the philips xper flex cardio physio monitoring system back in (B)(6) 2021. Since that time, any patient having monitoring done by the xper flex cardio has also had real time, continuous EKG monitoring done at the same time, to ensure the safety of our patients. Often, this redundant monitoring is done using the defibrillator on our code carts. Philips medical has indicated this is a software issue, and that they are actively working to resolve the issue. The monitor involved had a software update to version 1.6 on (B)(6). During a cardiac catheterization procedure, the signal from EKG and invasive arterial pressure, which was being monitored by the xper flex cardio, suddenly disappeared and was no longer visible on the monitor. The physician didn't want to reboot the computer and xper flex cardio in the middle of the procedure. Patient was already hooked up to a portable monitor, so nursing was still able to see EKG, but aortic pressure had to quickly be hooked up to a portable hemodynamic monitor. Per the md's procedure note: "technical difficulties with pressure sensors in the cath lab delayed the procedure." Per md review: "they experienced loss of EKG and intraarterial hemodynamic monitoring data from the xper flex cardio device" in the middle of a procedure. The patient was not harmed and was discharged home 2 days later.